Manufacturer narrative:
Reported event an event regarding disassociation, corrosion, osteolysis and abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a right total hip arthroplasty approximately 13 years after implantation due to femoral loosening, osteolysis, and head disassociation. I can confirm this event took place since I was able to read the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral loosening or multifactorial including surgical technique factors, patient activity factors and patient¿s height and weight. Causes of osteolysis are multifactorial including poly wear and other types of particle synovitis. Causes of head disassociation are multifactorial including trunnion failure, and corrosion. In this case I cannot confirm corrosion since there is no metallurgical analysis. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in his blood. *update on (B)(6) 2022 per clinician review: "[...] An operative note by dr. Dated (B)(6) 2020 is provided. The preoperative diagnosis was ¿mechanical loosening of prosthetic hip¿ and the postop diagnosis was the same. The operation performed was a revision right total hip arthroplasty. The surgeon used a cementless 70 mm shell, a polyethylene with a 28 mm inner diameter, a wagner sl femoral stem was utilized, demineralized bone putty, and a 28 mm femoral head was utilized. Femoral component was grossly loose. There was no evidence of infection. The surgeon describes a huge amount of osteolysis with "amorphous sludge type of whitish gray material". He states that the femoral head was disassociated from the femoral stem and there was a large amount of corrosive black typical material on both the male trunnion as well as the female portion of the femoral head. [...] " per operative report: "[...] The explant osteotome was used to remove the well-fixed acetabular component. There were no significant defects behind the acetabular shell. [...] "

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in his blood.